Event description:
It was reported via an implant card that the patient had a full revision surgery due to high impedance. The explanted lead and generator have not been returned to the manufacturer to date. No additional relevant information has been received to date.

Event description:
It was stated that the high impedance was first observed earlier in 2017. There were no traumatic events for the patient that could have contributed to the high impedance. The explanted products were planned to be returned so product return is expected.

Manufacturer narrative:
Date received by manufacturer - corrected information: on the initial manufacturing report submitted the date the report was received by the manufacturer should have been 12/21/2017.